Event description:
It was reported that on (B)(6) 2002 the patient presented with the post-operative diagnosis of l5-s1 left herniated nucleus pulposus with impression on the left s1 nerve root. The patient underwent surgery which consisted of a left l5-s1 microsurgical lumbar discectomy. No patient complications were reported. On (B)(6) 2003 the patient presented with the preoperative diagnosis of degenerative disc disease l4/5 and l5/s1 and underwent surgery which consisted of an anterior lt cage fusion with bmp l4/5 and l5/s1. Per the operative report ¿¿two lt cages were placed at the l5/s1 level and packed with bmt. An ap and lateral radiograph demonstrated appropriate placement of the cages. Dissection was then carried to the l4/5 region. There was bifurcation of the vein overlaid this and in order to ideally put two cages in safely the cages were shifted to the left aspect of the anterior lumbar spine. Otherwise the cages were placed without incident and packed with bmt. The initial placement of the two cages demonstrated the anterior left cage to be too far lateral and this was removed and another cage was placed to the right lateral aspect of the cage. ¿¿ no patient complications were reported. On (B)(6) 2003 the patient presented with severe pain and the inability to bend or participate in activities of daily living. The patient also claimed to have developed impotence since the last surgery. The patient had flat back and spasms noticeable on palpitation, right > left. X-rays were reviewed which showed cages at 4/5 off of the midline and out lateral. There was some question of a possible non-union. There was some edema at 4/5. It was thought that the patient probably had chronic pain syndrome. Medications: percocet, lisinopril, neurontin, wellbutrin, androgel, duradrin, pseudoephedrine, tussin, tylenol, and viagra. On (B)(6) 2006 it is reported that the patient was involved in a mva with resulting loss of consciousness, t12 fracture and rib six fracture. On (B)(6) 2007 the patient presented with thoracic pain since mva in (B)(6) 2006. The patient reported sharp and burning pain in the lower thoracic region. The patient had a back brace which was helping. The patient also reported left hand numbness and tingling (onset 3-4 mo. Prior). X-rays of the thoracic spine showed an old t12 compression fracture with some loss of vertebral height. There was some degenerative changes at the facet joints. On (B)(6) 2007 the patient presented with thoracic spondylosis and underwent a bilateral t10-12 and t12-l1 facet joint injections. On (B)(6) 2007 the patient presented with lower thoracic pain and stiffness. On (B)(6) 2007 the patient presented with thoracic spondylosis and underwent a bilateral t10, t11, and t12 medial branch nerve block. On (B)(6) 2007 the patient presented with thoracolumbar spondylosis and underwent a right t10, t11, and t12 medial branch radiofrequency rhizotomy. On (B)(6) 2007 the patient presented with thoracic spondylosis and underwent a left t10, t11, and t12 medial branch radiofrequency rhizotomy. On (B)(6) 2007 the patient presented with mid back pain. On (B)(6) 2007 the patient presented with bilateral hand numbness, low back pain, mid back pain, and left lower extremity pain. The patient also reported tingling and numbness in hands with occasional weakness. The patient complained of increased lower back and lower extremity pain since their lumbar fusion in 2003. Impression: bilateral carpal tunnel syndrome, lumbar spondylosis and post laminectomy syndrome. On (B)(6) 2007 the patient presented with bilateral hand pain and numbness. The patient underwent an electrodiagnostic evaluation which revealed evidence of a moderate median neuropathy at the wrist with both sensory and motor findings bilaterally, left greater than right. There was no electrodiagnostic evidence of peripheral neuropathy. On (B)(6) 2008 the patient presented with thoracic spondylosis and underwent a left t10, t11, and t12 medial branch radiofrequency rhizotomies. On (B)(6) 2008 the patient presented with thoracic spondylosis and underwent a right t10, t11, and t12 medial branch radiofrequency rhizotomies. On (B)(6) 2008 the patient presented with thoracic spondylosis and underwent a left t10, t11, and t12 medial branch radiofrequency rhizotomy. On (B)(6) 2008 the patient presented with thoracic spondylosis and underwent a left t10, t11, and t12 medial branch nerve block. On (B)(6) 2008 the patient presented with low back pain and bilateral lower extremity pain. The patient underwent a thoracic spine MRI which showed a thoracic spine syrinx and mild degenerative disc disease with mild bulges and no significant stenosis. On (B)(6) 2008 the patient presented for an evaluation of cord syrinx and underwent a thoracic spine MRI which showed a small thoracic cord syrinx extending from approx.t5 though t10. There were degenerative spondylotic changes in the lower thoracic spine. There was a mild compression deformity of t12 with associated defect in the superior endplate. On (B)(6) 2008 the patient presented for a neurosurgical consultation with thoracolumbar junction pain extending up the back and occasionally shooting into the right side of the chest. An MRI of the thoracic spine showed a tiny syrinx which seemed more consistent with persistent central canal from t6 to t10. Otherwise, it was entirely normal. At t12 there is a superior endplate compression with degenerative change at the t11/12 disc. There is no acute marrow signal change and no abnormal enhancement. On (B)(6) 2008 the patient presented with ¿quite a bit of¿ mid back pain on (B)(6) 2008 the patient presented with thoracic spondylosis and underwent a right t10, t11, and t12 medial branch radiofrequency rhizotomy. On (B)(6) 2008 the patient presented with thoracic spondylosis and underwent left t10, t11, and t12 medial branch radiofrequency rhizotomy. On (B)(6) 2008, in a telephone encounter, it was reported that the patient had a radiofrequency rhizotomy and had developed a reddened area with tenderness. It was recommended that the patient go to the ER. On (B)(6) 2008 the patient presented with increased pain since a radiofrequency rhizotomy. The patient had some difficulty with redness and swelling after the procedure and per the encounter notes, had been diagnosed during an ER visit with cellulitis. On (B)(6) 2008 the patient presented with thoracic spondylosis and underwent a left t10, t11, and t12 medial branch nerve blocks. On (B)(6) 2008 the patient presented with mid back pain and reduced burning pain. On (B)(6) 2008 the patient presented with pain. Per the encounter notes a previous MRI had shown a syrinx from t5 to t10. On (B)(6) 2008 the patient presented with mid back pain and a thoracic syrinx. Impression: thoracic spondylosis, thoracic somatic dysfunction, and an old compression fracture of t12. On (B)(6) 2008 the patient received an 8% whole person impairment rating. On (B)(6) 2009 the patient presented with mid to low back pain. Per the encounter notes the patient stated that a previous radiofrequency neurotomy back in july was very effective but that the pain was now increasing and they wanted it done again. Impression thoracic spondylosis. The patient was prescribed a flector patch. On (B)(6) 2009 the patient presented with thoracic spondylosis and underwent a right t10, t11, and t12 medial branch radiofrequency neurotomy using fluoroscopic guidance. A steroid was injected after the procedure. No patient complications were noted. On (B)(6) 2009 the patient presented with thoracic spondylosis and underwent a left t10, t11, and t12 medial branch radiofrequency neurotomy using fluoroscopic guidance. On (B)(6) 2009 the patient presented with constant pain in the mid thoracic region right at the level of the scapula. The patient reported having received a 70% relief from the low mid back pain after the radiofrequency neurotomy. On (B)(6) 2009 the patient presented with thoracic spondylosis and underwent a bilateral t1, t2 and t3 medial branch nerve block using fluoroscopic guidance. No patient complications were noted. On (B)(6) 2009 the patient presented with upper back pain. The patient reported having received some relief after the medial nerve blocks of the upper thoracic spine but that the pain had returned. On (B)(6) 2009 the patient presented with thoracic spondylosis and underwent a left t1, t12, and t13 medial branch radiofrequency neurotomy using fluoroscopic guidance. On (B)(6) 2009 the patient presented with thoracic spondylosis and underwent a left t1, t12, and t13 medial branch radiofrequency neurotomy using fluoroscopic guidance. On (B)(6) 2010 the patient presented with resolving lower neck and upper back pain. On (B)(6) 2010 the patient presented with low back pain, mid back pain, and worsening bilateral lower extremity pain. Impression: lumbar radiculopathy and thoracic spondylosis. On (B)(6) 2010 the patient presented with back pain, bilateral leg symptoms and underwent a lumbar spine MRI which demonstrated no significant disc protrusion, but there are degenerative changes with associated neural foraminal narrowing, this was most prominent at the l3-4 level there was degenerative facet disease seen in the lower lumbar spine. On (B)(6) 2010 the patient presented with bilateral lower extremity pain and mid back pain. A lumbar spine MRI was reviewed which demonstrated significant findings at the l3-4 level which showed a disc bulge with moderate left and severe right neuroforaminal narrowing at the l3-4 level. There was some moderate neuroforaminal narrowing at l4-5 and milder foraminal narrowing at l5-s1. Degenerative facet changes were noted throughout the lumbar spine. The cages were noted at l4-5 and l5-s1 as well. On (B)(6) 2010 the patient presented with thoracic spondylosis and underwent a left t10, t11, and t12 medial branch radiofrequency neurotomy using fluoroscopic guidance. On (B)(6) 2010 presented upper back, lower back, and lower extremity pain. The patient reported having received 85% relief from the last radiofrequency neurotomy. On (B)(6) 2010 the patient presented with back pain and leg pain. Per the encounter notes the patient had radiofrequency rhizotomies at t10, t11, t12, which helped for about eight months. However the pain was worsening over the last year and was now fairly significant. The patient reported the pain is accompanied by stiffness in the mornings. The patient had flattening in the back. A MRI scan of the lumbar spine was reviewed and showed surgical change at l4/5 and l5/s1. Alif at each of those levels. Possibly some left-sided laminotomies at l3/4 and l4/5. Mild anterior compression of t12 but no really signal change in that vertebral body at all and was old. There was degenerative change at l3/4 and some mild bulging at l 1/2 and l2/3. There was questionable density to the left at l5/s1 in the foramen. The cages at l4/5 were well over to the left side and barely in the vertebral body. The rightward cage was fairly center. There was broad bulging and possible right-sided foramina stenosis. L3/4 likewise had a broad bulge of the disc with protrusion extending over into the right foramen. On the sagittal views there appeared to be a fair amount of narrowing in the foramen of the exiting l3 nerve root. There was some signal change within the vertebral bodies of both l4 and l5 more so centered around that l4/5 disc space. There was metal artifact from the cages at each of those levels. There was persistent posterior protrusion of bone at l4/5 - more prominent over on the right. Medications: roxicodone, chlorzoxazone, arthrotec, lyrica, claritin ,diovan, bentyl , ambien , cialis, valium, and meclizine. On (B)(6) 2010 the patient presented with pain extending into both leg ¿ worse on the left. The patient underwent a lumbar myelogram and CT which showed degenerative and postoperative changes with bulging discs at several levels. On (B)(6) 2010 the patient presented with low back and lower neck pain. The patient reported increasing pain in the lower back, lower neck and leg pain. Assessment: lumbar spondylosis, cervical spondylosis, and post laminectomy syndrome. On (B)(6) 2010 the patient presented with lumbar spondylosis and underwent a bilateral l3-4 facet joint injections using fluoroscopic guidance. On (B)(6) 2010 the patient presented with thoracic spondylosis and underwent a left t1, t2, and t3 medial branch radiofrequency neurotomy using fluoroscopic guidance. On (B)(6) 2011 the patient presented with upper and lower back pain. The patient reported they had a burning sensation of the skin in the region of the radiofrequency neurotomy. On (B)(6) 2011 the patient presented with back pain. The patient reported having fallen two weeks prior exacerbating pain thorough-out their whole back. On (B)(6) 2011 the patient presented with lumbar spondylosis and underwent a bilateral l2 and l3 facet joint injections using fluoro scopic guidance. On (B)(6) 2011 the patient presented with upper back pain on (B)(6) 2011 the patient presented with lumbar spondylosis and underwent bilateral l2 and l3 medial branch radiofrequency neurotomy using fluoroscopic guidance. On (B)(6) 2011 the patient presented with lumbar spondylosis and underwent a bilateral l2 and l3 medial branch radiofrequency neurotomy, on (B)(6)2011 the patient presented with back pain. Impression: thoracic spondylosis, cervical spondylosis, and lumbar spondylosis. On (B)(6) 2011 the patient presented with severe back and neck pain with tenderness in the cervical and thoracolumbar spine. On (B)(6) 2011 the patient underwent thoracic spine MRI which showed an old compression deformity at t12 which had not significantly changed. There was scattered degenerative spurring and mild disc bulges at l1-l2 and l2-3 with no central canal stenosis. On (B)(6) 2011 the patient presented with thoracolumbar pain. On (B)(6) 2011 the patient presented with thoracic spondylosis and underwent a bilateral t10, t11, and t12 medial branch rhizotomy using fluoroscopic guidance. On (B)(6) 2011 the patient presented with lower neck and upper back pain. The patient had tenderness of the upper thoracic spine bilaterally at the cervicothoracic junction. In (B)(6) 2012, reportedly, the patient underwent an orif in the upper part of the back. On (B)(6) 2012 the patient presented with thoracolumbar spondylosis and underwent bilateral t1, t2, and t3 medial branch radiofrequency neurotomy using fluoroscopic guidance. On (B)(6) 2012 the patient underwent a thoracic spine MRI which showed no significant changes. On (B)(6) 2012 the patient presented with back pain. On (B)(6) 2012 the patient presented with thoracic spondylosis and underwent a bilateral t10, t11, and t12 medial branch radiofrequency neurotomy using fluoroscopic guidance. On (B)(6) 2012 the patient presented with neck pain and bilateral hand numbness and tingling. Per the encounter notes the patient had had an electrodiagnostic study in 2007 which had shown some carpal tunnel syndrome. Impression: bilateral carpal tunnel syndrome, possible cervical radiculopathy, lumbar spondylosis, and thoracic spondylosis. On (B)(6) 2012 the patient presented for an electrodiagnostic study which revealed bilateral median neuropathy at the wrist with moderate involvement of the left and right median nerves with the left side being more involved than the right. On (B)(6) 2012 the patient presented with worsening bilateral numbness (reportedly since 2006) left>right and hand and digital swelling. The patient also reported hand and finger pain especially at night. The patient was positive for tinel's, phalen's, and durkan's at the carpal tunnel on both sides. The patient was also positive for: dysuria, numbness, tingling, frequent headaches, decreased vision, joint swelling, arthritis, fracture, loss of hearing, sinus trouble with stomach pain, diarrhea, and dry skin. On (B)(6) 2012 the patient presented with bilateral carpal tunnel syndrome and underwent surgery which consisted of a right carpal tunnel release and injection of the left carpal tunnel using 2ml celestone and 2 ml of marcaine. No patient complications were noted. On (B)(6) 2013 the patient presented post carpal tunnel release with improved symptoms, completely resolved on the right however there was soreness in the palm. On (B)(6) 2013 the patient presented worsening upper back pain. On (B)(6) 2013 the patient presented with left hand difficulties. Assessment: recurrent left carpal tunnel syndrome. On (B)(6) 2013 the patient presented with thoracic spondylosis and underwent a bilateral t1, t2, and t3 medial branch radiofrequency neurotomy. On (B)(6) 2013 the patient presented with mid and low back pain. On (B)(6) 2013 the patient presented with thoracic spondylosis and underwent a bilateral t10, t10, and t12 medial branch radiofrequency neurotomy. On (B)(6) 2013 the patient presented with left posterior hip pain. Impression: left gluteal bursitis and lumbar], thoracic, and cervical spondylosis.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.